Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly, the ¿up¿ and ¿down¿ arrow buttons were intermittently responsive. The reporter stated that the keypad cover came off the ¿up¿ button today but denied that there was evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/24/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 04/09/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was torn. The pump powered up to the verify screen with the appropriate audible and vibratory functions. The contrast and ¿up¿ buttons responded intermittently while the ¿down¿ and ¿ok¿ buttons responded properly. Removal of the keypad cover found contamination under all of the button contacts. No other defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.